Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 780 hematology analyzer. The volume of the leak was about 2 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found a hole in the tubing through pinch valve (vl41). The pinch valve vl41 controls the flow of waste from the lower chamber of the flow cell. The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was a hole in the tubing through pinch valve vl41. Bec internal number: (B)(4).